Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient "passed and the spouse was interested in having the device analyzed to see if it shows what may have happened." A request for additional information was made, but not received. No other information is known at this time.